Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 18f council tip catheter was then inserted over the wire, the balloon could not be inflated, the catheter was removed and inspected, there was no balloon on the catheter (manufacturing defect). So, a new 18f catheter was utilized with 10cc placed in the balloon.